Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The implantable pulse generator (ipg) device exhibited a pacing problem due to the exit block. The device was reprogrammed, and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and the right ventricular (rv) lead exhibited increasing thresholds. Further reprogramming took place. The ipg and lead were replaced one day after the reprogramming as the physician was not sure if they were working well.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.